Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 167 compared to the labs 130 mg/dl. Tests were done within 10 minutes. Patient applying blood technique is incorrect. "The lab technician in hospital testing patient's one touch ultra meter against the lab results using venous draw blood for both tests." Patient did not experience any adverse events. No further information has been reported.